Manufacturer narrative:
Additional information was received on 16-sep-2024. The physician¿s opinion on the cause of this adverse event was procedure related. The physician commented that when the octaray was pressed against the intracardiac wall, fragile cardiac tissue was caught by the octaray spline. However, there was no resistance. This adverse event was discovered during use of the biosense webster, inc device. The outcome was improved. The patient did not require extended hospitalization. There was no patient consequence. The spline of the catheter did not physically break. Additional information was received on 29-sep-2024. Based on the pathological tissue diagnosis, the tissue adhered to the spline found most likely to be a part of cardiac valve. A pathological examination was conducted on the valve-like tissue (10 x 25 x 1mm) that had adhered to the catheter. Histologically, it was a string- or film-like fibrous tissue with vitrification and calcification, and a small amount of cardiomyocytes were present at one end of the specimen. The cardiomyocytes had an irregularly sized nucleus, some of which had vacuoles or lipofuscin deposition, and were accompanied by mild lymphocyte and other inflammatory cell infiltration and fibrosis. Similar to histopathological image of heart valve, but four-layer structure (arterialis, fibrosa, spongiosa and ventricularis) was not clear. It is thought to be tricuspid valve or chiari network (a string-shaped remnant of the right sinus venosus valve). There were no obvious malignant findings on the specimen. In addition, provided the concomitant generator information. Therefore, updated the d10. Concomitant medical products and therapy dates section. Correction to the weight provided in the 3500a initial. Therefore, a4. Weight of the patient field was updated. The device evaluation was completed on 18-sep-2024. It was reported that a patient underwent an ablation procedure with an octaray mapping catheter. After right atrium mapping, intracardiac structures were caught by the spline and broke. When the catheter was pulled out, the structure was taken out of the body with it. They continued to use the octaray mapping catheter as it was. The device was returned to biosense webster, inc. For evaluation. A visual inspection and deflection test of the returned device were performed following biosense webster, inc. Visual analysis revealed no damage or anomalies on the device. The device deflected correctly within specifications and all the splines were observed with no damage. A manufacturing record evaluation was performed for the finished device number lot 31310812l and no internal actions related to the complaint were found during the review. The entrapment issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use of the device contain the following recommendations: do not use excessive force to advance or withdraw the catheter through the guiding sheath if resistance is encountered; prior to removing the catheter, confirm that the thumb knob has been pulled back completely to straighten the tip as part of biosense webster, inc. Quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
H6. Medical device problem code of ¿appropriate term/code not available (a27)¿ represents patient event non serious. The bwi product analysis lab received the device for evaluation on 11-sep-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with an octaray mapping catheter and a medical device entrapment issue occurred. After right atrium mapping, intracardiac structures were caught by the spline and broke. When the catheter was pulled out, the structure was taken out of the body with it. They continued to use the octaray mapping catheter as it was. Pericardial fluid was monitored by body surface echocardiography and endocardial echocardiography, but no effusion was found. No abnormality in the valve annulus area. The physician assessment of the health problem was non serious (moderate/minor). The physician's opinion on the relationship between the event and the product is that it was considered that the octaray mapping catheter was pressed against the intracardiac wall, which caused the fragile tissue to be caught by the spline and broke. The decision by the physician in charge of the health hazard and its involvement with the product is that it was causally related to the product. There were no abnormalities observed prior to use of the product nor during use of the product. Additional information was received on 28-aug-2024. No resistance or difficulty during insertion or removal of the catheter. The catheter was not pre-shaped. The event was assessed as not MDR reportable for a patient event non serious ¿soft tissue injury¿ as the event was describing intracardiac tissue caught on the catheter and "broke". However, no pericardial effusion or abnormality in the valve annulus area was reported. No indication that the event was life threatening, required medical/surgical intervention or required extended hospitalization. However, the device entrapment issue was assessed as a MDR reportable malfunction.